Event description:
It was reported that bd smartsite¿ needle-free connector spontaneously disconnected. The following information was provided by the initial reporter: "on (B)(6) 2012, when the nurse replaced the infusion connector for the patient, she found that the connector was not connected to the syringe and immediately replaced it."

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a 2000e china product was not available for investigation; however further information provided by the customer indicates that the 2000e product became disconnected from the syringe during infusion. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2000e china product.